Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "scope failed to connect to processor after 2 cases. Tried with 2 different processors with same message." Involving pentax model ec38-i10cl-us/serial (B)(4). The facility contact also stated the event occurred during pre-inspection check. No further information was provided. The device was returned to pentax. Pentax service inspectional findings included: fluid invasion in pve connector, light carrying bundle has less than 70% transmission, passed dry leak test, image blackout, #3 remote control button not working, #2 remote control button not working, #1 remote control button not working, #4 remote control button not working. Repairs were performed on the device which included replacement of the following components: o-rings and seals, pcb for driver (cmos).

Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.